Event description:
It was reported that the patient underwent a left hip revision due to pain, ambulation difficulties, and acetabular fixation failure. The patient reported severe pain and they were unable to walk. The stem was retained and all other components revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). A2: date of birth in 1953. D6a: implanted in 2025. D10: cat# # 320788 bioloxâ® delta ceramic taper liner cat# 00877503201 lot# 3234103 bioloxâ® delta, ceramic femoral head g2: foreign ¿ event occurred in south korea. The product has been received by zimmer biomet and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.